Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The event date has been estimated. It was reported through historical review of (B)(6) complaints that there were six instances of water infiltrating the gogear shower bag within one year of initial use. These shower bags were replaced due to the water leak.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of fluid ingress into the shower bags could not be confirmed through this evaluation as the product was not returned for evaluation. The lot numbers were not provided. This product is not sterilized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The heartmate 3 instructions for use (IFU) (rev. A) and heartmate 3 patient handbook (rev. C) state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.